Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ failed back surgery syndrome. It was reported that the patient stated since implant she was having problems with the implant from 2013, the one for her arm and neck. No further complications were reported /anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on january 10, 2020. They reported they would be meeting with the patient at the hcps office on (B)(6) 2020. Follow up has been sent to the rep to obtain an update regarding the (B)(6) appointment. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause was not determined. The patient had two systems and she wanted the stimulation to relieve the hand/arm of swelling. The patient also wanted stimulation in her whole hand but programming could only get the thumb and pinky, not the whole hand. The healthcare provider stated that the patient had other things going on.